Event description:
The customer reported a leak of diluent from the lh780 instrument. The volume was reported as 3 cc and the leak was contained within the instrument. The customer was wearing gloves, gown and goggles so was not exposed to the leak. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found the pressure tubing at port/fitting 1 on the top of the diff mixing chamber (vc25) had a small hole due to the tubing rubbing on the pinch valve (vl65) when the diff mixing chamber spins during operation. The fse replaced the tubing and repositioned the tubing at port fitting 1 to prevent the wear from the diff mixing chamber on the tubing. Upon recur, the failure mode for the leak could potentially generate erroneous differential results due to a diff segmentation error. (B)(4).